Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture and free silicone. Patient has also reported ¿inflammation on the body¿; this is not device related. Device has been explanted.

Event description:
Patient representative additionally reported right "ruptura with periprotesic liquid."

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe as it is a medical event that is not related to the device. Inflammation/irritation: not applicable as the event is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.